Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that after the implant was placed the patient was riding in a vehicle and they felt a little shocked. Patient thought maybe the wires were crossed or loose. Patient has not thought a whole lot more about it, just an occasional shock here and there and they didn't know if it was normal. Patient sat in the right position where the pressure was at the right upper part of the battery and it felt like a wire was poking them. Patient wanted to know if there was a way to check if all wires were where they were supposed to be attached to the battery. The patient was redirected to their healthcare provider to further address the issue.